Event description:
Morphine cassette was changed at 10:35 am. There was a message given by the pump "high alarm displayed: cassette not attached properly." The nurse then opened the cassette, reattached, relocked, then the pump gave message, "info alarm: standard admin set latched." Pump was able to start delivery again. Over the next several hours, the patient was experiencing increased back pain. The pump indicated it was delivering medication, but the patient described he was not getting the medication when the pca button was pushed. The nurse began investigating further. Also at that time was the first high alarm: "cassette damaged." This was at 3:59 pm. When the cassette was removed to measure the medication remaining, the rn measured the full 50 ml, no medication had been delivered.